Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that implant was removed due to infection. Doctor followed the tsv surgical procedures to place the implant - tsv4b11. After 6 months, bone loss was happened to the patient. Tooth site # 14.